Manufacturer narrative:
The reported complaint was not verifiable. The end user used the phrase "in fact we had few serious mishaps too." In their complaint description. Subsidiary was asked to clarify these mishaps. Subsidiary indicated they were unable to get a response from the customer regarding this statement. Multiple diligence attempts to the subsidiary were performed with no results. Subsidiary indicated the customer may have exaggerated or fabricated this statement as part of their effort to get service work performed for a greatly reduced cost or free. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2013-00457 and #1828100-2013-00889. Per e-mail from the subsidiary site: this is a very old complaint (MDR #1828100-2013-00889) where the customer was offered a solution to purchase a new ccm as it could not be repaired. We have supported them with a special price however, this was not accepted from their side. We are still negotiating with them and trying to solve the matter. Web inquiry from customer comments: "ours is a government hospital and arranging funds for repairs is very, very difficult. We have for the last two years, have been requesting for a near free replacement. I am told that the fault is irreparable".

Event description:
It was reported the central control monitor (ccm) has stopped working, which has made this system very unsafe. In fact, we had few serious mishaps too. No other details regarding the nature of this event were provided.